Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 700mg/dl. Bg was corrected via a manual injection. Troubleshooting with tandem technical support indicated that the pump battery was depleting as expected based on customer usage. The customer continued to use the pump for insulin therapy.